Event description:
It was reported that during a laparoscopic splenectomy procedure, the device was inserted for the initial firing. As the device was approximated it was difficult to close. They were able to fire but after firing, the gray handle broke. There was difficulty opening the device after it had been fired. The device did staple and cut properly. A new device was opened and used to complete the procedure. No pt impact was reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.